Manufacturer narrative:
No lot number of this device was available, consequently, the MFR date of the device is unk. This device has been received by this MFR, but a physical eval of the of the returned device has not yet been performed; therefore, at this time we are unable to determine if the device met specification. In addition, at this time we are unable to determine the relationship between the device and the cause for this event. The complainant was unable to provide the lot/batch number of the device involved in this event; as a result a search for similar complaints of the same reported lot number, a ship history report (shr) was performed. The device history review for the last three lots shipped to the customer in the six months prior to the procedure date was performed. All records appeared normal and no quality related issue or mfg related deficiencies were noted. A lot history review for similar complaints for these identified lot numbers found no other complaints. This review did not indicated an adverse trend.

Event description:
The complainant reported that in 2007, the clinicians were preparing an occlusion balloon, prior to performing a therapeutic hepatic vein dilation procedure on a pt (age and gender unk). The balloon was filled with 3-4 ml. Of an unk solution. While outside the pt , and during testing of the balloon. The clinician reported that, the balloon was difficult to inflate. The clinician then inserted the balloon in the pt, and tried two to three times to inflate the balloon, but the balloon failed to close the vein. The balloon then burst inside the pt. The clinician then obtained another device and successfully completed the procedure with the device. The complainant reported that there were no pt complications as a result of the reported problem.